Manufacturer narrative:
Analysis of the pump, model # 8637-40, serial # (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to shaft bearing. The analysis interrogation report indicated the patient received hydromorphone (10mg/ml, 4.796 mg/day) and bupivacaine (30mg/ml, 14.389) programmed to simple continuous mode.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (10mg/ml at 4.7 mg/day) and bupivacaine (30mg/ml at a dose unknown by the reporter) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient's other medications were not available to the reporter. The patient had no relevant medical history. On (B)(6) 2016 the patient had flu-like symptoms and heard an alarm coming from the pump. The pump was interrogated. The pump motor had stalled. There were not environmental, external, or patient factors that led or contributed to the issue. The pump was replaced. The issue was resolved. The patient status as reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.